Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient presented for follow-up. MRI of lumbar spine showed degenerative changes at l4-l5 and l5-s1 with some neural foraminal narrowing bilaterally at l4-l5 and l5-s1. Although the mild neural foraminal narrowing is not all that impressive. On (B)(6) 2010, patient reported low back pain from injury on (B)(6) 2009. Mrui of lumbar spine revealed degenerative disc disease with disc damage at l4-5 and l5-s1 with some modic endplate change at l5-s1. On (B)(6) 2010, patient underwent following procedure: anterior lumbar discectomy at l5-s1 with preparation of inferior endplate of l5 and superior endplate of s1 for interbody fusion. Interbody prosthetic device placement and interbody fusion at l5-s1 utilizing 16-mm pillar sa peek cage packed with bone morphogenetic protein. Anterior lumbar discectomy at l4-5 with preparation of inferior endplate of l4 and superior endplate of l5 for interbody fusion. Interbody prosthetic device placement and interbody fusion at l4-l5 utilizing 16-mm pillar sa peek cage packed with rhbmp-2. Use of intraoperative fluoroscopy for interpretation images for a pre-op diagnosis of discogenic pain at l4-5 and l5-s1. Per op notes: an l5-s1 disc was then incised with a #10 blade. Anterior lumbar discectomy was performed at l5-s1 utilizing the pituitary rongeurs, kerrison rongeurs, curettes, and endplate scrapers. Then, the inferior endplate of l5 and superior endplate of s1 were prepared for interbody fusion utilizing curettes and endplate scrapers and then a 10-mm, 12-mm, 14-mm, and subsequently 16-mm spacer was hammered into the l5-s1 disc space with appropriate size and trajectory being confirmed with lateral fluoroscopy. A 16-mm peek cage packed with bone morphogenetic protein was hammered into the l5-s1 disc space for interbody prosthetic device placement and interbody fusion at l5-s1 and the anchoring screws and locking plate was locked in place. The l4-l5 disc was then incised with #10 blade. Anterior lumbar discectomy was performed at l4-l5 utilizing pituitary rongeurs, kerrison rongeurs, curettes, and endplate scraper. The inferior endplate of 14 and superior endplate of l5 were prepared for interbody fusion utilizing endplate scraper and curettes and the 4-inch osteotome and then 12-mm, 14-mm and subsequently 16-mm spacer was hammered into the l4-l5 disc space with appropriate size and trajectory being confirmed with lateral fluoroscopy and then a 16-mm peek cage packed with bone morphogenetic protein was hammered into the l4-l5 disc space for interbody prosthetic device placement and interbody fusion at l4-l5. The anchoring screws and locking plates were then placed into 14 and l5. Tile locking plate was locked. The incision was closed in standard surgical fashion. No complications were reported during the procedure. On (B)(6) 2010, patient underwent x-ray of abdomen. Impression: post surgical changes. No evidence of radiopaque foreign bodies seen. Patient underwent x-ray of lumbar spine. Impression: surgical devices. On (B)(6) 2011, patient presented for follow-up. Patient reported back pain. Patient underwent x-ray of lumbar spine. Impression: post surgical changes of lumbar spine. On (B)(6) 2011, patient presented for follow-up. Patient reported back pain. Patient underwent x-ray of lumbar spine. Impression: alif devices at level l4-5 and l5-s1. On (B)(6) 2011, patient presented for follow-up. Patient underwent CT scan of lumbar spine. Impression: alif devices at levels l4-5 and l5-s1. On (B)(6) 2011, patient presented for follow-up. Patient underwent CT scan of lumbar spine without contrast. Impression: post surgical changes. On (B)(6) 2011, patient underwent MRI of lumbar spine without contrast. Impression: degenerative and post surgical changes of the lumbar spine. No herniated disc is seen. On (B)(6) 2011, patient presented for follow-up. Patient reported back pain which radiates down to hips. On (B)(6) 2011, patient presented for follow-up. Patient reported back pain. X-rays of lumbar spine looked good. On (B)(6) 2011, patient reported back pain. CT of lumbar spine showed status post fusion l4-5 and non-fusion at l5-s1. On (B)(6) 2011, patient presented for follow-up. Patient reported back pain. On (B)(6) 2011, patient reported acute lower back pain, pain in leg. On (B)(6) 2012, patient presented for follow-up, patient reported chronic back pain. On (B)(6) 2012, patient presented for follow-up. Patient reported increased pain in mid lumbar region. On (B)(6) 2012, patient presented for follow-up. Patient reported increased back pain. X-rays of lumbar spine showed hardware in place. On (B)(6) 2012, patient presented for follow-up. Patient reported increasing pain. X-rays showed stable fusion. Patient underwent MRI of lumbar spine. Impression: there are post surgical changes. No abnormal mass lesion or abnormal fluid collection. There is overall normal alignment through this area with mild circumferential disc bulge at l4-5, which may cause minimal spinal stenosis. There is also minimal to mild bilateral neuro foraminal narrowing left greater than right. On (B)(6) 2012, patient presented for follow-up. Patient reported back pain. MRI of lumbar spine showed post surgical changes with hardware in place. No evidence of loosening. There is disc bulge and mild bulging noting at the l4-l5 and l5-s1. However, the foramen is well maintained. There is no significant stenosis noted. On (B)(6) 2013, patient presented for follow-up. Patient reported back pain. On (B)(6) 2013, patient presented for follow-up. Patient reported back pain which goes into hips.